Event description:
I've had several problems with my breast implants over the years that I've had them which has unfortunately caused me to endure a lot of pain and discomfort to say the least, I've been reading up on breast implant illness and noticed that I've had and been experiencing a lot of the symptoms that are listed, and I'm now concerned that I may actually have something seriously wrong with me such as breast implant illness rather than something else due to the length of time that I've had my implants, and the length of time that I've been dealing with the symptoms that I'm experiencing; however, this is only my personal opinion and not that of a doctors yet. I have seen a doctor about this problem a couple of years ago when I had experienced nearly the same thing and as the pain become increasingly worse over the period of a couple days, I become very sick then I was unable to breathe regularly and whenever the pain got to the point where it was no longer bare able with me doing absolutely no other activity other than breathing I was taken to the emergency room, and I was told by the doctor there that it was supposed to be a capsule contracted and I would need to get seen by my plastic surgeon to have them do a procedure that required to have some kind of large needle stuck into the breast implant and take the fluid out from around it? I cant remember exactly what they had called it, but after I was released from the hospital and after a couple days of feeling better I decided to not get the procedure done and I figured that it was probably not what they said it was but rather nothing more than me straining my muscle by the activities that I had been currently doing during that time, and so I pretty much forgot bout it all, and went on with my everyday life especially since I didn't have any more pain and the other symptoms that I was experiencing at that time also went away. I have experienced pain since then but not to this degree and perhaps I've only gotten myself paranoid about it all especially after reading the symptoms of the breast implant illnesses but I do have several of the symptoms that I would have never thought would of been caused by my implants, im going to try and avoid any kind of strenuous activity if all possible over the next couple days, and see if the pain goes away on its own or ultimately gets worse but I am going to also make an appointment with a doctor as im very concerned with all the symptoms that I've been dealing with not to mention that my implants are also the same ones in which they have been recalling and have a open lawsuit against them as we speak. I have talked to a lawyer when I signed up for the lawsuit that's currently open against allergen and I was told to see a doctor if my symptoms got worse, I'm not exactly wanting to get my implants removed or not permanently however, the pain and symptoms that I've been dealing with for and almost the entire length of time that I've had my implants which is almost ten years. Now I'm seriously concerned that it's either cancer or breast implant illness rather than anything else seriously. So im reporting this to you as well the website in which I found my information on told me to do so. FDA safety report ID# (B)(4).